Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-05533 and 2134265-2013-05528. It was reported that during an unspecified procedure, a balloon rupture occurred. The three mustang pta balloon dilatation catheters were selected to treat the target lesion but during an unspecified time, the balloon ruptured due to the fractured non-bsc stent. No patient complications were reported.